Manufacturer narrative:
User facility alleged the device tore the patient's skin. Device has not yet been made available from the user for evaluation. Limited information has been made available at this time as the reporter has not responded to our multiple requests for information. We will continue to follow up with the user for additional information. A follow up report will be submitted once additional information is received.

Event description:
The user facility is alleging that our mckesson branded 22-esre disposable grounding pads, lot # 2018-03-23 is "tearing their older patient's skin."

Manufacturer narrative:
The user facility was contacted five times via email and did not respond to our requests for additional information or to return the device for evaluation. Based on this information, this can been seen as the final report. If additional information is received that alleges additional patient involvement or need for corrective actions, a follow up report will be submitted.